Event description:
It was reported that during catheter placement, no ¿click¿ was heard when the extension tubing was attached with the strain relief and the two were separated just with a gentle pull. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the connector separated is confirmed but the exact cause remains unknown. One video sample of a 4 fr groshong nxt catheter connector was provided for evaluation. The video shows the groshong catheter to be inserted within the patient with the distal connector portion attached. The proximal connector is attempted to be assembled; however, the clinician appears to apply tensile forces which causes the connector to disconnect. The condition of the connector assembly could not be clearly inspected from the video provided; however, no external damage was observed. Based on the description of the reported event, possible contributing factors include bunched catheter and damaged connector. Since the connector was observed to be able to disconnect after assembly, the complaint is confirmed but the exact cause could not be determined. Evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter placement, no ¿click¿ was heard when the extension tubing was attached with the strain relief and the two were separated just with a gentle pull. No other information provided.